Event description:
It was reported that the irrigation on the sonopet console (110v console) would not increase during use in a procedure. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the irrigation on the sonopet console (110v console) would not increase during use in a procedure. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was not confirmed and no failures were found. The device was given preventative maintenance and returned to the customer.